Event description:
A malfunction was reported on a pump, but no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The malfunction code was resettable, and technical support provided information and assistance to reset the pump. After resetting, the issue did not recur, and the customer was informed to continue using the pump while being advised to call back if the malfunction code appeared again.